Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709 lot# j0058202r, implanted: 2001 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a patient was experiencing symptoms of increased spasticity. Dosage was being adjusted to accommodate symptoms. The device system was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.